Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred during the load sequence. During troubleshooting with the customer, an o-ring was found from a previous cartridge on the pneumatic tap resulting in the cartridge not fitting properly on the pump. Customer removed the o-ring and successfully loaded the cartridge. The cartridge change error reoccurred. Customer's blood glucose was 281 mg/dl. Customer reverted to using an alternate method of insulin therapy.